Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, unexpected battery power loss anomaly and time or clock anomaly due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm, a no delivery alarm and buttons on insulin pump aren't working. The customer¿s blood glucose level was unknown. Customer states they did not receive a low battery alert prior to the off no power alert. The drive support cap was normal. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power without a low battery warning. The customer also reported that the time clock advance by one minute. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.